Event description:
Boston scientific received information that the left ventricle (lv) lead was dislodged due to twiddler's syndrome. The lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.